Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific serial numbers were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Details surrounding serial information, settings, no products returned were not provided. Therefore, based on the information available, the reported issue cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that at the moment of starting to use the handpiece, there was not enough vacuum power in phaco phase during cataract surgery with intraocular lens implantation. The hoses (including the blue aspiration hose), handpiece, and tip were checked, but the vacuum parameter values did not increase. The surgery was completed with this cassette. The cassette and console were changed for the next patient. There was no information about patient impact. This complaint pertains to ophthalmic system involved in the reported events. Additional information was received that there was no patient impact.